Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a cardiac procedure the suture which is supposed to be a box of 6 contains only 4. There was no patient harm.